Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and broken battery tube threads. The pump was received with intermittent button response due to flattened dome switch on the up, down, esc, act and express bolus button. The connector was inspected and no anomaly was noted. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had crack at reservoir, battery and threading. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.